Event description:
New IV tubing package was opened and tubing was found to be broken directly above one of the port sites. No obvious rips or tears - just separated. This was discovered before reaching a patient, and no hazardous substances were spilled as the result of the tube breaking, however this tubing would have been used for chemotherapy. This will be returned for failure analysis. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). The device will be returned for failure analysis.